Event description:
Removal and replacement of left breast implant due to grade IV capsular contracture.

Event description:
Removal and replacement of bilateral breast implants due to grade IV capsular contracture.